Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported hazy vision.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 09/24/2007, 09/28/2007, 10/02/2007 and 10/09/2007 by phone, fax and mail. A completed questionnaire was returned 10/17/2007.